Manufacturer narrative:
One level 1 hotline low flow system was returned with wear and tear on front cover and enclosure, a cracked water tank cover and damaged display. Visual inspection was conducted and the reported distorted display was confirmed. The lcd was damaged and no action will be taken to fix the issue due to the device's age and condition. The cause of the issue is unknown.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system's display was distorted. There was no reported adverse event.